Event description:
It was reported that using a radial artery access approach during a procedure of the mildly tortuous, mildly calcified, 80% stenosed, mid left anterior descending artery (lad) direct stenting with a 2.25 x 23 mm xience prime stent delivery system (sds) was attempting but the device could not cross the lesion. The sds was removed from the anatomy. The same 2.25 x 23 mm sds was reintroduced to the anatomy and attempted to cross the lesion unsuccessfully. It was noted that resistance during advancing and removal was met due to the anatomy and no force was used with the device. Pre-dilatation was performed with an unspecified 2.0 x 20 mm balloon dilatation catheter. A second 2.25 x 23 mm xience prime sds was advanced and implanted without reported issue. The procedure was successfully completed and the patient outcome was reported as satisfactory. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii; device coding: 2017: re-insertion and no pre-dilatation; the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience prime small vessel (sv) everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, it should be noted that the IFU states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.